Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical trial. It was reported thrombus occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 33 mm watchman ® laa closure device was successfully implanted. The patient was on warfarin. On (B)(6) 2017, the patient had their six month follow up appointment. A transesophageal echocardiogram (tee) was performed which revealed atrial septal thrombus. The patient¿s medication was changed to xarelto.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was an oral medication change/adjustment. The thrombus was noted to have resolved on (B)(6) 2018.